Event description:
It was reported via repair work order that the patient-right outer base tube and base head and foot tubes were broken. The wheel lock caster horn was also broken. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.